Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer planned to perform a vascular diagnosis procedure, which got delayed less than 20 minutes and moved the patient to another room. A philips remote service engineer (rse) connected to the system remotely and analyzed the log file. Analysis of log file identified arching. A philips field service engineer (fse) examined the system onsite and confirmed the system was down because the tube was not functioning. Upon troubleshooting, the field service engineer (fse) replaced the controller in the generator, but the issue persisted. A philips engineer then replaced the x-ray tube. The faulty tube was sent back to philips for additional analysis. The analysis confirmed that the tube was malfunctioning due to a vacuum leak at the cathode insulator. Following the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy or exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.